Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. Additional product code: hrx. Device is an instrument and is not implanted/explanted. (B)(6) subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, product was not returned and no lot number was provided, an investigation could not be performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a balloon assisted vertebral body augmentation at l4 , while the surgeon was inflating the large synflate balloon uniformly, the balloon on one side burst when it was filled to 6 milliliters. The balloon measured at approximately 200 pounds per square inch at the time of the breakage. There were no fragments generated . The procedure was completed. There was no surgical delay reported. No additional information was available. This report is 1 of 1 for (B)(4).